Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. Additional device information - UDI: the unique device identifier (UDI #) is unknown because the serial number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23987. During ipg replacement surgery (reported in manufacturer reference number 1627487-2020-23985), it was discovered that leads were not at optimal position, had low impedance, and had possibly migrated. Surgical intervention occurred to explant and replace the leads to address the issue.